Manufacturer narrative:
Literature citation: sanders ra, hoelzer bc, bendel ma, lamer tj, pittelkow tp, eldridge js, pingree mj, moeschler sm, gazelka hm, mauck wd, rho rh. Utilization of leads after permanent implant in spinal cord stimulator systems. Pain practice. 2017. Doi: 10.1111/papr.12644 a2: this value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Article summary: the goal of the article/study was to determine the frequency and clinical indications associated with implantation of single versus dual percutaneous lead spinal cord stimulator (scs) systems and to look further into how these leads are utilized for treatment. Of the 259 patient cohort, 15.8% (n=41) patients underwent placement of a single lead system, 83.0% (n=215) underwent placement of a dual lead system, and 1.2% (n=3) underwent placement of three lead systems. Placement of dual lead systems was similar among all indication groups. Of those patients with a dual lead system in place, 88.1% utilized both leads and average time to programming of the second lead was 2.3 months. Most common reason to activate the second lead was inadequate stimulation coverage. Five of the 41 patients with single-lead systems underwent an additional surgery to implant a second lead due to inadequate stimulation with one lead. Reported malfunction events: 1. 1 failed back surgery syndrome (fbss) patient experienced lead migration of their primary lead. The patient¿s second lead was activated as a result of the event. 2. 1 patient with an ¿other¿ pain diagnosis experienced lead migration of their primary lead. The patient¿s second lead was activated as a result of the event. 3. 1 complex regional pain syndrome (crps) patient experienced an ¿electrode malfunction¿ with their primary lead. The patient¿s second lead was activated as a result of the event. No further complications were reported or anticipated.